Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment on (B)(6) 2017. The representative reported that the viewing station of the imaging system displayed that the gantry door was open. The representative returned to the site on (B)(6) 2017, where they replaced the door switch on the gantry. The imaging system then passed the system checkout and was found to be fully functional. The suspect door switch has not been received by the manufacturer for evaluation.

Event description:
A site representative reported that, while outside of a procedure, an error message appeared stating that the gantry door was open. No additional information was provided. There was no patient present when this issue was identified.